Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the white twist clamp and plastic tube of the transfer set which resulted in leak. The caregiver (cg) stated that the patient got up to go to the bathroom and fluid was noted all over the floor. The cg further reported that the roller clamp (white and blue) portion of the transfer set was on the floor with the rest of the tubing still attached to the titanium adapter. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for five (5) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation without the silicone tubing. A visual inspection was performed with the naked eye noted a separation between the female connector and the silicone tubing. The reported problem was verified. The direct cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.